Manufacturer narrative:
The investigation determined that an incorrect patient name was associated with a single patient sample processed on a vitros 5600 integrated system. The data log files indicate that the customer had manually edited an existing tray/cup location for the affected patient sample. A condition code was generated notifying the customer that there was an existing sample program already assigned to that tray/cup location. However, the customer did not respond correctly and inadvertently assigned the incorrect patient name to the sample program. The root cause of this event is user error when manually programming samples.

Event description:
The customer reported that an incorrect patient name was associated with a single patient sample processed on a vitros 5600 integrated system. Mis-associated patient results may lead to inappropriate physician action. No erroneous results were reported outside of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)